Event description:
Litigation papers allege the patient has suffered pain, metallosis, and excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient has suffered pain, metallosis, and excessive levels of chromium and cobalt. Doi: (B)(6) 2007 no mention of a revision (left hip). *patient is a resident of (B)(6). Update 02/16/2012 plaintiff's preliminary disclosure (ppd) form received 02/16/2012. Updated product info for cup and femoral head. There was no new information received that would impact the outcome of the investigation. Update 20 may 2014 der rcvd - updated surgeons name / hospital / revision date / and added reasons for revision of cup loosening and osteolysis.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 08/15/2014- litigation papers received. Litigation alleges injury. There is no new additional information that would affect the investigation. The complaint was updated on: 08/26/2014.